Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patients who were receiving unknown drugs at unknown doses and concentrations via intrathecal drug delivery pump. The indications for use were not noted. It was reported that in the past, the hcp had pulled a little pink fluid from patients when refilling their pumps. No dates or patient information was provided on these past events. No symptoms were reported. There were no further complications reported at this time.